Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.

Event description:
A communication fail error message will likely result in a system lockup, no boot, or shut down situation depending on when the loss of communication occurred between the workstation and c-arm. There was no patient injury reported.